Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device was not returned for evaluation due to endocarditis. Based on the available information, the root cause for the endocarditis remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed, and no events with the same defect were found. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that an 23mm aortic valve was explanted after an implant duration of 59 days due to acute bacterial endocarditis of the prosthetic valve and severe paravalvular aortic valve insufficiency. A 25mm was implanted in replacement. The patient also underwent mitral valve repair with a 32 mm edwards annuloplasty ring. Per obtained medical records, the patient had abscess in the left coronary sinus that involved the left coronary ostia and eroded the annulus in this area. The annulus was disrupted from the area under the left coronary to pass the commissure between the right and left coronary sinuses. A 28 mm sinus of valsalva graft was used. A 25 mm edwards aortic valve was placed inside the graft. The patient could not wean from bypass due to both blood pressure problems and oxygenation problems. The patient also could not maintain adequate blood pressure. It was felt that veno-arterial ECMO would put too much stress on the repair. The patient was placed on veno-venous ECMO and an lmpella was placed. The patient was sent to the cardiac unit in critical condition and open chest due to severe coagulopathy. Postoperatively, maximal therapy was failing. At this point the surgeon stated that he would not want to continue with futile care. The patient was weaned from ecom and lmpella flow and expired on pod #2.